Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the conductive segment f of connector is missing; the connector tabs and optical surface appear in good condition and secured. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Conductive segment failure can result from material, process, fixture, and operator variability. Review of lot 726a DHR did not indicate any failures in regards to fiber connector.

Event description:
It was reported that during bph procedure, the fiber burned out at 10,843 joules of use. The fiber was exchanged, and the second fiber exhibited the same issue at 56,884 joules of use. The fiber was exchanged, and a connection error was noted on the third fiber. The procedure was completed with an alternative procedure (loop turp). No patient injury was reported. This report is for the third fiber.